Event description:
PICC catheter breakaway introducer failed to completely separate. 2nd event recently-fist one caused rupture of catheter in trying to get final tip to separate. This time the nurse left the tip that did not completely separate around the catheter and secured in the dressing. Nursing dept in that area has not reported any issues within the last several weeks, it may have just been this particular lot number. No harm to this patient. No PICC's available to return to the manufacturer: both were discarded.